Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is, therefore, unk at this time. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "soft eye" (intraocular pressure, delayed, uncontrolled). Product problem(s): "soft eye" (pressure issue). The surgeon reported a soft eye. Multiple attempts were made for more info and pt status with no response to date. The pt impact is unk.